Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the system was booted up, the base was displaying red x¿s and an audible tone was heard. As a result, an alternate device was employed. There was a two minute delay to change out the device. The surgical procedure was completed successfully with no blood loss and no adverse consequences to the pt.